Manufacturer narrative:
(B)(6).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform 5.4 cm diameter abdominal aortic aneurysm approximately three years ago with an infra-renal neck angle of 15 degrees. The aortic neck was 26 mm in diameter and 40 mm in length. The right iliac artery was 11 mm in diameter and the left iliac artery was 16 mm in diameter. The right and left femoral arteries were 14 mm in diameter. The right and left iliac arteries were mildly tortuous with no stenosis. It was reported that an unknown endoleak was observed on imaging done two years post implant. The location of the endoleak was noted to be "outside the graft within the aneurysm posteriorly at the level of the lower portion of the aortic part of the graft." The cause of the endoleak is unknown. No intervention was performed. No additional clinical sequelae were reported.

Event description:
A review of films 2 years post-implant show the bifurcate implanted just below the renal arteries. The ipsilateral limb was placed on the right side. There is an endoleak seen in the proximal sac and another possible endoleak near the mid-sac. The endoleaks appear to be a type ii coming from 2 separate feeder's, but cannot rule out a proximal type I or a type iii. The resolution was low (7mm thickness) making determination of the endoleak type difficult. Aaa max diameter was 6cm. The cause of the endoleak(s) could not be determined.

Event description:
The patient has a ruptured aneurysm and is in palliative care. The exact date of the event is unknown. The patient's family elected not to treat the rupture, as the patient has prostate cancer and the treating physician felt the patient was too frail to have an endovascular procedure.

Event description:
The endoleak seen 2 years post index was not treated. The endoleak seen four years post index was reported as "a major endoleak posteriorly from the top end of his stent into the aneurysm sac which had ruptured posteriorly which extended down to both iliacs and ruptured into the right peritoneal area¿. The CT taken two years post index stated ¿an endoleak is identified with contrast outside the stent within the aneurysm posteriorly at the level of the lower portion of the aortic part of the graft: this is cephalic to the man part of the aneurysm.¿ ¿an apparently separate blush of contrast is seen again posteriorly, more distally within the aneurysm.¿ ¿allowing for differences in technique the appearance is similar to the previous scan. The patient expired on (B)(6) 2014.

Manufacturer narrative:
(B)(4). Results: endoleak. Lack of information (unknown cause and location of endoleak). Conclusions: lack of information (unknown cause and location of endoleak).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Methods: films.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received for this case. It was reported that the patient experienced transient ischemic attack; the investigator assessed the transient ischemic attack was not related to the device or procedure. Additional information also reported that the cec adjudicated that the abdominal aneurysm rupture leading to death was related to the device but not related to the procedure.